Manufacturer narrative:
H3, h6: the positioning sensor unit (psu) was returned to the manufacturer for analysis. Analysis found that the event log showed a battery voltage low message along with bump detected and storage temperature exceeded. The psu also failed an accuracy test (aak). Analysis found that the reported event was related to a electrical issue. B01, c02, d02 are applicable. H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that the camera needed to be replaced and was replaced.. The navigation system then passed the system checkout and was found to be fully functional. B01, c13, d02 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: -, ubd: , UDI#: h6: multiple fdd/annex a codes were reported. A1102 was coded for the navigation system error. A12 was coded for the camera not being recognized. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera was not recognized due to a navigation system error. There was no patient involvement.

Manufacturer narrative:
H3: vendor analysis of the camera (B)(4) confirmed, the event. And isolated to a faulted battery. The faulted battery has been replaced. And the returned unit has been characterized as extended pyramid volume. Unit has also passed, outgoing product testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.